Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope had no image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the image sensor unit and the electrical contacts may have had anomalies. In addition, one of the probable causes of breakage was irregular load to the bending section since scratches and glue chipping on bending section cover of the insertion section and scratches on the video connector were observed. A definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use which state: instructions for ltf-s190-5 opeation manual chapter 3, "preparation and inspection" section 3.8, "inspection of the endoscopic system", "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.